Manufacturer narrative:
Eval summary: the affected plate was not returned for exam, therefore a microscopical and metallurgical investigation of this event cannot be performed. One x-ray (copied as slide) was sent to a health care professional to obtain a medical expert opinion. The info rec'd indicated that two scrwes located in close vicinity of the fracture side appeared to be not correctly inserted. The incorrect application is likely to be the initial reason for failure. A review of the product complaint history (all plates of this system) revealed similar events. The results of previous evaluations indicated that the plate failures were caused by cyclic load conditions exceeding the fatigue strengths. Material or mfg related faults were not observed in these investigations. In some events the failure was attributed to an incorrect application.

Event description:
The plate was found broken approx eight months after implantation. The broken plate was revised.